Manufacturer narrative:
The device history record review was performed. Morpho-histological analysis will be performed on the valve. Method - gross examination of the device was performed on november 8, 2013 and it showed the presence of tears on all leaflets. Device history records reviewed was completed on 11/20/2013 and the results confirmed the device met all material, dimensional and performance requirements at the time of manufacture and release. Histological analysis are on going on the device. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device is currently in the process of being returned for evaluation.

Event description:
The manufacturer was notified on (B)(6) 2013 of a mitroflow valve (model 12a size 23, s/n (B)(4)) that was explanted on (B)(6) 2013 after 5 years due to structural valve deterioration resulting from degeneration. Device was explanted. The surgeon was concerned about the possibility of an endocarditis.